Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
During "per operating," after induction during a general anesthesia of a patient taken care for ablation of a bronchial foreign body with left pulmonary "at&#588;ectasie," failure of the monitor. Presence of a black screen during the case until staff could retrieve another monitor. Event having arisen during the night (3 am in the morning) with a reduced staff. (B)(4).

Manufacturer narrative:
The log files of the affected omega-s were available for the investigation. The omega-s is a monitoring system and consists of a kappa device with no display connected to a supplemental c700 display. Evaluation of the log entries revealed that on (B)(6) at 3:06am a connection failure between the c700 and the kappa occurred while powering on of the c700. The root cause for the reported issue is a software limitation that comes into effect with a higher probability when there is a high number of on/off events around the reported day. The error log further shows a high number of user-initiated power-off/power-on events. If the display blanks out, the user would not have access to the patient¿s vital signs. However, the monitor is designed to alarm in the case of a shutdown to alert the user. In addition, when the c700 blanks out, the kappa continues monitoring the patient and will alarm acoustically as necessary. The user is able to re-establish the connection by unplugging and reconnecting the connector after power-cycling the c700.

Event description:
Please refer to initial report.